Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was congestive heart failure. The caller stated that the customer had heart attack in the past and had bladder infection. The customer's blood glucose was 190 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected forty-eight hours prior to passing because the customer starting experiencing low blood glucose while in a coma in the hospital. The customer was not using sensors. The caller declined returning the insulin pump for analysis.